Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event: article was published in (B)(6) 2017. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign; literature. The event occurred in (B)(6). Cha, s. M., shin, h. D., & hwang, s. J. (2017). Temporary ipsilateral stiff shoulder after operative fixation of distal radial fractures. Journal of shoulder and elbow surgery, 26(6), 923-930. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article reported a superficial infection developed 2 weeks after surgery in one patient. The infection was treated with three days of antibiotics. No further information has been made available.